Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (2) loose 3/10cc, 6mm syringes. Customer states that there are black smears inside the syringe. Both returned syringes were examined and both exhibited dark material on the surface of the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely scale print ink mixed with silicone. CAPA 162566 was initiated to address such issues at this time. Samples were forwarded to manufacturing (holdrege) on 30nov2018 for further review. On 04dec2018, holdrege received two (2) loose 0.3ml, 6mm, 31g syringes from reported batch# 7352721. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. Per ftir analysis, the material is most likely scale print ink and silicone. The returned samples were visually inspected and noted that the defect found within these samples is termed in the manufacturing plant as "smoky print". This can occur when the excess ink is not successfully removed from the pad and/or if the pad has become swollen. Currently, the holdrege plant is exploring improvement projects that may assist in driving print-related defects down. No additional actions at this time. A review of the device history record was completed for batch# 7352721. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200736062, 200736216, 200735882, 200735897, 200735784] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 3rd related complaint for foreign matter (inside syringe) on lot # 7352721. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle contained foreign matter. No serious injury or medical intervention was reported.